Event description:
It was reported that a dissection occurred. Vascular access was obtained via the right femoral artery. A percutaneous transluminal coronary angioplasty was performed. The 90% stenosed, 2.25mm x 18mm, eccentric, de novo, with a greater than 45 degree bend, and a 40% ejection fraction, was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). The lesion was predilated with a 2.00 x 10mm non boston scientific (bsc) device, and immediately following predilation, the lesion was 80% stenosed. A 2.25 x 20 synergy drug eluting stent was advanced to the target lesion and deployed. Significant resistance occurred while inserting and while advancing the device. Immediately following deployment, a dissection was noted. In an attempt to contain the dissection, the non 2.00 x 10mm non bsc device was held at 6 atmospheres for 4 minutes, but was not successful. Another stent was deployed to cover the dissection and complete the procedure. No further patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.